Event description:
It was reported that the lead was explanted 3 days after the implantation due to unstable impedance (between 500 and 3000 ohms) and threshold increase. The lead was replaced.

Manufacturer narrative:
The returned lead was extensively analyzed. During the examination, the lead was visually, electrically and mechanically checked. Visual inspection revealed a cut in the insulation 21.5 cm distal to the df4 connector pin, presumably due to the explant procedure. The analysis showed no further deviations that could be related to the clinical observation. In particular, the measured values of the electrical analysis were within the technical specification. In the screw tests carried out no abnormalities were found. The manufacturing process of this lead has been checked. The manufacturing documents showed no abnormalities. All production steps were carried out correctly. In summary, there were no indications of a material or manufacturing defect.